Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ capsular contracture: unable to observe. ¿ granuloma: unable to observe. ¿ inflammation/irritation: unable to observe. ¿ pain: unable to observe. ¿ varied injuries: unable to observe. As per the investigation procedure, deformation was observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported "food intolerances, inflammations in the body," and "pains and sufferings." Later, healthcare professional reported capsular contracture, baker grade iii. Histology reported "unidirectional changes are present in the studied materials, capsule wall with the combined presence of: macrophages/histiocytes organized in a focal hyperplastic pseudosynovial lining, with the formation of pseudopapils; presence of foreign matter with the development of granulomas of the ¿foreign body¿ type; fibrosis, including hyalinization. Conclusion: fibro-inflammatory changes of a chronic nature. No substrate of an implant-associated lymphoproliferative process has been identified." Affected side is left.

Manufacturer narrative:
Device evaluation: the device related to the reported events capsular contracture, granuloma, inflammation/irritation, pain, rash, anxiety-product/procedure and varied injuries was received on march 04, 2025, with lot number 2603425. Based on the product analysis performed, the assessments of the complaint codes are: ¿ capsular contracture: unable to observe. ¿ granuloma: unable to observe. ¿ inflammation/irritation: unable to observe. ¿ pain: unable to observe. ¿ varied injuries: unable to observe. ¿rash: unable to observe as it is not related to the manufacturing process. ¿anxiety-product/procedure: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, deformation was observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported "food intolerances, inflammations in the body," and "pains and sufferings." Later, healthcare professional reported capsular contracture, baker grade iii. The device has been explanted and the capsule was sent to histology. Affected side is left.

Event description:
Patient reported "food intolerances, inflammations in the body," and "pains and sufferings." Later, healthcare professional reported capsular contracture, baker grade iii. Histology reported "unidirectional changes are present in the studied materials, capsule wall with the combined presence of: macrophages/histiocytes organized in a focal hyperplastic pseudosynovial lining, with the formation of pseudopapils; presence of foreign matter with the development of granulomas of the ¿foreign body¿ type; fibrosis, including hyalinization. Conclusion: fibro-inflammatory changes of a chronic nature. No substrate of an implant-associated lymphoproliferative process has been identified." Affected side is left.

Manufacturer narrative:
The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Photo analysis: visual analysis of the photographs identified: ¿ capsular contracture: unable to observe since it is not related to the device. ¿ varied injuries: unable to observe since it is not related to the device. ¿ inflammation/ irritation: unable to observe since it is not related to the device. ¿ pain: unable to observe since it is not related to the device. ¿ granuloma: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
Continued e1 -- phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Patient reported "food intolerances, inflammations in the body," and "pains and sufferings." Later, healthcare professional reported capsular contracture, baker grade iii. The device has been explanted and the capsule was sent to histology. Affected side is left.